Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella cp with smartassist system section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ this report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported a patient with cardiomyopathy was implanted with an impella cp for mechanical circulatory support. During support, the nurse was unable to doppler pulses in either leg. An ultrasound was performed, and there was some flow to the impella (left) leg. The right leg was cool and no flow was seen on the ultrasound. The team planned for a possible reperfusion catheter later, but the following day, the nurses were able to doppler pulses in the bilateral lower extremities without the addition of reperfusion lines. Approximately eight days later, it was reported that there were suction alarms present despite adequate volume in the left ventricle on echo. The p-levels were adjusted and on p4, flows became more normalized. There was a persistent "in aorta" alarm with low pulsatility on the motor current. The impella was left at p4 and the placement signal monitoring was disabled. The patient remained on impella support. The patient was stable post issue.